Event description:
The customer states that during testing of the enteral feeding pump, the screen was not working. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the screen is not working. The unit was triaged and the reported issue was confirmed. The root cause was identified as severe cracking within a middle glass layer of the lcd screen. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.